Event description:
In 09/2002, the patient reportedly fell and hit their head on the implant side which resulted in a cracked external headpiece. A new headpiece was placed on the patient. However, the patient expressed distress. In 2002, the patient was seen at the implant center for device evaluation. It was noted that there was no swelling at the implant site. One day later patient was seen at the implant center for device testing. While attempting to test the patient, the patient responded negatively when the device was turned on. In 10/2002, a decision was made to schedule revision surgery. The device was explanted. The patient was reimplanted with another clarion device.